Manufacturer narrative:
No lot number was provided; therefore, device history record (DHR) review could not be completed. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.

Event description:
Additional information received by on 20-jul-2022 via email and attached to the complaint object: there were no patient involvement with any pumps mentioned.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were both broken, the top case corners were chipped, the right plunger case was cracked, and the bottom case tabs were broken upon receipt. Error code was found in the ehl (event history log). The customer reported motor rate error problem was confirmed during the investigation. Root cause of the reported event is due to normal wear of the motor assembly, parts were old, dirty, and worn out. Replaced the stepper motor, worm gear, worm coupling and old motor mount. Also replaced the lead screw and both clutch halves as a preventive measure. Power up process was performed as well as preventive maintenance and all functional tests passed. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: b5: correction: describe event or problem: updated with additional information received. D4: correction: model number: 4000.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. Corrected data: h4: correction: device manufacturing date: 22-dec-2011.